Event description:
The customer reported that the system displayed a filament regulator error message during a patient procedure. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A full generator calibration was performed. The system was then found to be operating as intended.